Event description:
As reported by a field clinical specialist, a patient presented with aortic stenosis approximately 6 years and 5 months post tavr for a 23mm sapien 3 valve. The patient underwent a valve in valve procedure with a 23mm sapien 3 ultra inside the 23mm sapien 3 valve. Per the fcs, the new valve was implanted low intentionally.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "post-implantation - stenosis" was unable to be confirmed as no medical record and/or imagery provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100 percent visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the reason behind valve stenosis approximately 6 years, 5 months post implantation of sapien 3 valve remains unknown. There is insufficient information provided to determine a root cause at this time. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.